Manufacturer narrative:
(B)(4) concomitant medical products: ep-108524-e-poly 40mm +3 hiwall lnr sz24- 694350. 103533- ti low profile screw 6.5x30mm- 663680. Unknown-unknown cup-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02649 customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported patient underwent a hip revision approximately 12 years post implantation due to suspected poly wear based off of x-rays, and the presence of a metallic sound when the hip articulated. No additional information on the reported event.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 complaint was confirmed via radiographs that were provided, and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.